Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level to read "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Reportedly, the customer reverted to an alternate method insulin therapy.